Event description:
It was reported that during the wire passing procedure, there was a break inside the drum.

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Device investigation narrative - one director drill guide angled bullet was returned for evaluation. Device is over three years old. Visual assessment of the device showed it is heavily scratched and worn. Further examination using a 2.4mm passing pin confirmed the obstruction. Dimensional assessment of the devices cannulation confirmed it met print specifications. The condition of the device indicates the incorrect size passing pin or guide wire was utilized. Further investigation is not warranted at this time. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated c-(B)(4).